Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis during service and repair of the device could not confirm the reported event. However it was noted that the upper and lower cases were broken, the knobs, heart lead flex and battery release were contaminated, one side bail cover, one side bail, one case screw and battery drawer o-ring were missing, the battery contacts were compressed, the ring bail was bent, the battery drawer was broken, the keyboard was scratched, the main printed circuit board (pcb) was out of electrical specification and the display was missing pixels. Further analysis was then performed on the main pcb. Visual inspection revealed no anomalies. The device failed functional testing for atrial ac rejection intermittently. After a circuit component was replaced the device passed functional testing. Conclusion: confirmed the reported pcb failure caused by a hybrid circuit component failure. (B)(4)

Event description:
It was reported that the external pulse generator (epg) shut off. The user hit the emergency key and it shut off again. The epg has been returned for repair. Follow up determined that the epg was not connected to a patient at the time of the incident. There was no patient involvement.